Event description:
Procedure: type: diverticulectomy. According to the reporter: the diverticulum was set with the ta30 stapler. Some hours after the operation, saliva appeared at the wound at the cervix. The pt had to be revised and it was noticed that there were no clips at the seam. The pt had to be re-operated to close the clip seam. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).